Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The initial lal (sn (B)(4), 15.0d) was implanted to replace a crystalens that was decentered due to z-syndrome. During the initial surgery, the plate haptics of the crystalens was left behind at the 3 and 9 o'clock positions, and the lal was implanted in the bag with the haptics situated at the 12 and 6 o'clock position to avoid the plate haptics. The patient had an anterior vitrectomy during this procedure, the reason for the anterior vitrectomy is unknown. At post-op day 1, the patient's uncorrected visual acuity (ucva) was 20/50. At post-op week 2, the lal was dislocated. The lal was explanted and replaced with another lal (sn (B)(4), 15.0d) that is sutured in place. Rxsight does not currently have any additional information as the site does not wish to provide any additional information. The explanted lal was discarded by the site and is not available for any further evaluation. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(4), 15.0d) was explanted due to it being dislocated. The lens was explanted and another lal (sn (B)(4), 15.0d) was implanted and sutured in place. Rxsight's first awareness of this event was on (B)(6) 2022.